Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) customer video and three (3) customer photos were received for review and analysis. After review of the customer photos, bd is able to confirm fm-embedded within the tubes. Additionally, 30 retain samples were subjected to a visual inspection of fm-embedded. 0 of 30 samples failed the test for fm. Therefore, bd is unable to duplicate the customers reported defect. The root cause for the fm (dark brown/black spots) embedded in the tube wall occurred during the injection molding start-up process, with inadequate purging of the line. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported that after use with bd vacutainer® sst¿ blood collection tubes "black" foreign matter was discovered in tube. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: phase: after blood collection defect: in the blood collection clinic of the laboratory department, it was found that there was a black foreign matter in the tube wall quantity: 1 piece. Effects: no effect on patients and users.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use with bd vacutainer® sst¿ blood collection tubes "black" foreign matter was discovered in tube. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: phase: after blood collection. Defect: in the blood collection clinic of the laboratory department, it was found that there was a black foreign matter in the tube wall quantity: 1 piece. Effects: no effect on patients and users.